Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 809 mcg/ml at 81.8 mcg/day and bupivacaine 5 mg/ml at 0.5017 mg/day via an implantable pump. A failed dye study was reported. The patient reported increased pain. A dye study was performed today, (B)(6)2025 by the physician. Upon aspiration, yellow fluid was pulled out slowly into syringe. Per the physician, after looking at fluid and imaging, the patient¿s catheter seems to have dislodged and was not in proper place at this time. The physician believed it could be due to the patient having to constantly transfer/twist at the hips. The environmental, external or patient factors that may have led or contributed to the issue was the patient was wheelchair bound and constantly had to transfer in/out of wheelchair. The actions and interventions taken to resolve the issue was the patient would be scheduled for surgical revision of the catheter. The issue was not resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.